Event description:
It was reported that the light source had no image. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but it was inspected by the customer and field service, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.